Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: we've had 2 separate patient incidents today involving a blue 22g bd venflon. The plastic sheath appears to be bending in patient vein, with the last patient this definitely caused pain, and for the first patient it didn't seem correctly seated, both resulting in the full venflon being removed. The sheath was advanced once the combined needle and sheath were in place in the patient's vein, and at that point the patient experienced pain, which we assume is from the plastic sheath bending upwards.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-12. H6: investigation summary: one photo and two used samples were received by our quality team for evaluation. From the photo, two needles pierced through the catheter were observed. The used samples were subjected to visual inspection. A v-cut hole was observed near the end of the catheter on both returned used samples. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the v-cut observed on the returned samples, the probable root cause for the reported defect could be due to the user partially withdrawing the cannula from the catheter and upon reinserting the cannula into the vein, the cannula pierced through the catheter and damage the catheter. A similar defect can be replicated by piercing the cannula through the catheter. The manufacturing process has been reviewed. There is a 100% online automated vision inspection system that can detect and reject the product not meeting the lie distance requirement. If the cannula pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection as the product will not have a lie distance. It would not be possible to use the product if the cannula pierced the catheter before use. Therefore, the root cause could be due to user error. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: we've had 2 separate patient incidents today involving a blue 22g bd venflon. The plastic sheath appears to be bending in patient vein, with the last patient this definitely caused pain, and for the first patient it didn't seem correctly seated, both resulting in the full venflon being removed. The sheath was advanced once the combined needle and sheath were in place in the patient's vein, and at that point the patient experienced pain, which we assume is from the plastic sheath bending upwards.